Event description:
Customer called to report a leak at the probe of the coulter ac.t diff2 analyzer. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and confirmed that the sample probe was leaking. The fse replaced pinch valve pv10 and cleaned the sample probe, which resolved the issue. The repairs were verified per established procedures, and the results met published performance specifications. The root cause of the leak is attributed to pv10.

Manufacturer narrative:
(B)(4).